Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device had a therapy cable failure. There was no reported adverse patient impact.

Event description:
The customer reported the device had a therapy cable failure. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient. The device was in use when the problem occurred.